Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that during a procedure performed in (B)(6) on (B)(6) 2014, the tulip head of two 5.5mm x 40mm s-lok polyaxial screws splayed while torquing the locking caps. A piece of one of the screw threads detached during these attempts, fell into the patient's wound and had to be retrieved. The polyaxial screw was removed and replaced. A delay of 20 minutes occurred as a result of the reported issue.